Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that following a lead revision procedure (MFR report number 3006630150-2021-00335), the patients ipg was charging erratically and it was requiring longer charging times while depleting rapidly. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that following a lead revision procedure (MFR report number 3006630150-2021-00335), the patients ipg was charging erratically and it was requiring longer charging times while depleting rapidly. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned. Per the physicians implant manual electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.